Manufacturer narrative:
Failure analysis noted that the pump had a cracked and bleeding lcd glass, scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was unknown. The pump was dropped on a tile floor and had a large black dot. Troubleshooting was not able to resolve the issue. The device was returned for analysis.